Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that her stimulation is turning off without prompting. A diagnostic test revealed normal impedance measurements for her lead contacts. In an effort to resolve this matter, the pt's programs were set to magnet mode off.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.